Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 51.5cm proximal to the lead tip. In addition, the df-1 and is-1 connectors were cut off near the yoke. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 108 months, oversensing on the right ventricular channel was reported. The patient experienced seconds of asystole due to the oversensing. This lead was explanted. Should additional information become available, this file will be updated.